Manufacturer narrative:
The pod download data showed an 0x3d hazard alarm generated, indicating that the step sensors got shorted before the wire being driven and the pod got deactivated thus stopping the insulin delivery. The fluid on the pcb was the cause for the step sensor short. Internal corrosion was noted on pcb. Bottom and middle batteries were measured to be very low. During leak test, internal fluid leakage source was found on the unexposed portion of the soft cannula, this was the source of fluid on pcb, and caused hazard alarm generation and internal corrosion. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 25 mmol/l (450 mg/dl) while wearing the pod on the abdomen between 24 and 36 hours. A new pod was applied to treat the hyperglycemia.